Event description:
It was reported that the handpiece began overheating and smoking at the beginning of a wisdom tooth procedure. There was no reported pt or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and it was found that the handpiece is not recognized by the console. Based on the investigation details, a possible cause for the reported overheating was the rotor stuck in the motor, which has been replaced along with other components as part of preventive maintenance. The handpiece was repaired and returned to the customer.